Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2408560; model: sc-2408-56; serial: (B)(6)/(B)(6). Batch: 7075634/7075636.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was determined by the physician the ipg was sideways. The patient underwent an explant procedure. The explanted device will not be returned as it was kept by the facility.